Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a provisional fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Event description:
It was reported that during a knee procedure, the provisional fractured during trialing after the surgeon attempted to force it into the joint space. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a2, a3, b4, b5, d4, d9, g3, g4, g6, h2, h3, h4, h6, and h10. Proposed component code: mechanical (g04) - provisional bottom complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of repeated use and that it is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause is attribute to user not following the proper surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.